Manufacturer narrative:
Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history

Event description:
Device 2 of 3. Reference MFR report #: 1627487-2017-06429. Reference MFR report #: 1627487-2017-06434. It was reported that the patient experienced a lump at the cervical midline incision that progressively got bigger over the past 6 months. There were no signs of redness, swelling, drainage or fever. Patient underwent surgical intervention on (B)(6) 2017 (reference MFR report: 1627487-2017-05211) to have their scs system explanted. The lumps have been removed. Issue is resolved.